Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient was experiencing dislocation issues in right hip. Cup, head, liner and 2 screws removed. New cup and mdm, 2 screws, mdm insert and 28 head implanted.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items were returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: the devices were accepted into final stock from the reported lot and were free from discrepancies. -complaint history review: found no other events have been reported for the manufacturing lot. Conclusions: the event could not be confirmed because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was experiencing dislocation issues in right hip. Cup, head, liner and 2 screws removed. New cup and mdm, 2 screws, mdm insert and 28 head implanted.